Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator 2009 (B)(6). (B)(4).

Event description:
It was reported that there was far field oversensing on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.